Event description:
The patient reported wound irritation. Antibiotics were prescribed and as of (B)(6) 2025, the wound is fine and the patient was cleared to use their device.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, off-label use, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, not implanting a sterile device, not irrigating the incision with an antibiotic solution before closure, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and the patient having contraindicating conditions have been ruled out. Although the patient was checked and cleared several times since implant, the patient turned on the device before the doctor cleared them. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of wound irritation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.